Event description:
Patient was not successful on medication [device ineffective]. Case narrative: initial information received on 26-mar-2019 regarding an unsolicited valid serious case received from a patient via health authority (FDA: reference number mw5084845) form united states. This case involves a patient with unknown demographics who received treatment with hylan g-f 20, sodium hyaluronate (synvisc) and after unknown latency patient was not successful on medication (device ineffective). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking intra-articular hylan g-f 20, sodium hyaluronate (dose, frequency, indication, form, lot number: not provided). It was reported that the after unknown latency patient was not successful on medication (device ineffective). Final diagnosis was patient was not successful on medication. It was not reported if the patient received a corrective treatment. Seriousness criteria: medically significant. A product technical complaint was initiated with results pending for the same.

Event description:
Patient was not successful on medication [device ineffective]. Case narrative: initial information received on 26-mar-2019 regarding an unsolicited valid serious case received from a patient via health authority (FDA: reference number mw5084845) form united states. This case involves a patient with unknown demographics who received treatment with hylan g-f 20, sodium hyaluronate (synvisc) and after unknown latency patient was not successful on medication (device ineffective). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking intra-articular hylan g-f 20, sodium hyaluronate (dose, frequency, indication, form, lot number: not provided). It was reported that the after unknown latency patient was not successful on medication (device ineffective). Final diagnosis was patient was not successful on medication. It was not reported if the patient received a corrective treatment. Seriousness criteria: medically significant. A product technical complaint (ptc) was initiated on 03-apr-2019 for synvisc. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 03-apr-2019. No safety issues were indicated in this review. Additional information was received on 03-apr-2019. Global ptc number and ptc results were added. Text amended accordingly.